Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested yellowish fluid. The breach in aseptic technique was not further described. The patient was hospitalized for the event and was discharged after two days. On the same day as onset, the patient was treated with vancomycin injection (1 gm, once in every 3 days, route and duration were not reported) and meropenem injection (1 gm, once in every night dwell via intraperitoneal duration was not reported) ongoing for peritonitis. At the time of this report, the patient recovered from the event. Pd therapy was ongoing. It was reported that the patient has been retrained on proper aseptic technique. No additional information is available.